Event description:
No additional information was received by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is the most likely cause is impact, dropping, shock or similar stress. Insulation beak failure is mechanical component problem. However, the root cause of insulation beak failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ceramic head broke off the subject device. This occurred during maintenance and there were no reports of patient involvement.